Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® titanium large hexed screw (ilrght) was returned for investigation. Visual inspection of the as returned product identified a fracture below the neck, across the screw threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was located on tooth # 16 and was used for an unknown duration. The customer did not provide pictures or x-ray images. DHR review was completed for the subject lot number (1208966). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1208966) for similar event and one (1) other relevant complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (ilrght). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
The doctor reported that the screw fractured within the implant at tooth location #16. The fragments were removed and the implant remains implanted.